Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion was not reproduced and the device passed downstream occlusion testing and found within specification. A review of the event history log revealed a 'downstream occlusion!' Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.